Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was reproduced during functional testing and confirmed during archive data review. The root cause was due to the driveshaft not being in home position. The archive data was reviewed and confirmed the occurrence of the ua 45 error message on the reported event date of (B)(6) 2018. Evaluation of the platform during initial power up, revealed a ua 45 error message on the user control panel. It was indicated that the driveshaft was not in home position. Using the administrative menu, the driveshaft was readjusted back to home position. The platform was further tested and passed all final specification without error. As part of routine service during testing, the device was examined and found no physical damage. However; the drive shaft exhibits binding and resistance, unrelated to the reported complaint. Clutch plate deburring was performed to remedy the binding and resistance. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message on the user control panel. The crew was unable to reset the platform and immediately performed manual CPR. No further information available. No known impact or consequence to patient reported.